Manufacturer narrative:
Additional information was received concerning a new sample from the patient tested on (B)(6) 2012. The thyrotropin (tsh) result from the cobas e601 analyzer was > 100 uu/ml. The sample was tested on an abbott architect 2000i analyzer and the result was 6 uu/ml. The sample was tested on a beckman access 2 analyzer and the result was 78 uu/ml. No information was provided to determine if any erroneous results was reported for the patient or if the patient was adversely affected. This sample was submitted for investigation and no interfering factor or macro tsh was identified. As the high tsh value was verified on two other competitor systems the tsh result from the cobas e601 was considered to be correct.

Event description:
The customer received questionable thyrotropin (tsh) results for two samples from one patient. The result from the cobas e601 was > 100 uiu/ml and result from the abbott architect 2000i analyzer was 16.51 uiu/ml. On (B)(6) 2012, the result from the cobas e601 was > 100 uiu/ml and result from the architect analyzer was 5.16 uiu/ml. The customer doubted the results from the cobas e601 as the patient was on thyronorm (thyroxine sodium) since may and the patient clinically was absolutely normal. The patient sample was also tested on a siemens centaur analyzer with a result of 146 and on a beckman access2 analyzer and the result was > 100. No units of measure were provided. The results from the abbott architect were reported outside the laboratory. The patient was not adversely affected. The tsh reagent lot number was 169099 with an expiration date of 02/27/2013. The customer suspected there was interference in the sample.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6). No information was provided on the specific part number involved in this event.